Event description:
A spring wire guide was left in pt when he underwent bypass surgery in march of 1996. The spring wire guide was visualized on x-ray, but never removed. When the pt recently experienced chest pain it was decided to remove the spring wire guide. The dr believes the wire guide was mfg by co, but has no proof.